Event description:
The user facility, described as a neuropathic medical treatment clinic, reported that a customer was self-injecting b-12 into each hip, then subsequently developed bruising and an abscess at the injection sites. Reportedly, the clinic's customer has had two rounds of the antibiotic keflex, and an IV antibiotic treatment which have not resolved the reported abscess.

Manufacturer narrative:
Although there is no indication of any relationship between a device defect and the reported medical condition, this report is being submitted as a precautionary measure based on the limited information available indicating that IV antibiotic treatment has been administered to treat the reported abscess near the injection site. The involved device had been discarded after use, but unused samples were returned by the user facility for evaluation. Evaluation of returned unused samples and retained samples from the reported lot, the previous and subsequent lots did not reveal any defects or abnormalities. A review of the complaint files confirmed that this lot number has not been reported previously. A review of manufacturer quality records confirmed that there were no abnormalities during manufacture, testing or sterilization of the reported production lot. There is no indication of any relationship between a device defect and the reported medical condition. The device labeling does address the potential use of an unsterile hypodermic needle on the package, which states "contents sterile and non-toxic, non-pyrogenic in unopened, undamaged unit package. Do not use if package or product has been damaged or contaminated. Sterilized by gamma radiation. Do not resterilize or reuse." It should be noted that the lay-person was reportedly self-injecting, which raises additional questions about training and performance of appropriate aseptic techniques for such an injection. All available information has been placed on file in quality assurance for tracking, trending, and follow-up.